Event description:
It was reported by the rep the device was used during a laparoscopic appendectomy. It was reported the ets was inserted into the trocar from package. The reload fell into the abdominal cavity. It was removed with forceps and opened another ets to complete the case. There was no consequence to the pt.